Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed bubbles in the line. The fse replaced the rinse pump p/n: 700-7513. The fse ran controls which passed and system was operational. (B)(4).

Event description:
The customer reported they are failing cb controls for urobilinogen. The customer was using qc lot #: 099-15 and strip lot #: 7212053b. There were no erroneous results generated or reported out of the lab.